Event description:
It was reported that on (B)(6) 2025, after passing the preoperative inspection, this anesthesia machine was used for surgery under general anesthesia with laryngeal mask ventilation. At approximately 9:50 am, an alarm suddenly sounded, and the machine automatically shut down. Upon restarting, it displayed an inability to perform mechanical ventilation. During this period, the patient was manually ventilated using a breathing bag. After switching to a backup anesthesia machine and successfully connecting it, the surgery proceeded normally. No patient injury reported.

Manufacturer narrative:
The investigation was conducted using the information initially provided, as further requested information was not made available. Dräeger contacted the user by phone, but the user was not able to answer our questions. Since also no device log was available a detailed analysis of the case in question was not possible. In case the device shuts off, automatic ventilation is no longer possible. The shutdown procedure contains a 10 seconds shut down delay. During this shut down delay, the device can be restarted immediately by pressing the main power switch again. In this case ventilation will be continued with the last settings. Manual ventilation as well as fresh gas dosage, using the o2 emergency delivery, including agent remains possible, even if the device is powered off. Finally, due to lack of information, the cause of the shutdown could not be determined.